Event description:
It was reported that investigation of the coring knife revealed that the knife did not perform as intended. It was found to be dull when compared to the test knife and did not cut through a test sheet as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.